Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found no physical damage on the device. A review of the event history log confirmed that there was a record of a repeated power on/off. During the functional testing, the customer reported issue was confirmed. The cause of the issue was a defective downstream sensor. The downstream sensor was replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump needed repair. The fault occurred during infusion. There was no damage to the patient.